Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor break. Customer's blood glucose at time of incident was unknown. Customer stated that the introducer needle was bent upon removal. Customer does not have the bent needle. Customer was advised to always call has any issues with the sensors.